Event description:
It was reported that an insulin occlusion alert occurred after a supply change with the infusion set, which cleared and the device functioned afterward, but the patient experienced hyperglycemia with a reported peak blood glucose of 285 mg/dl for a couple of hours. Symptoms included no acute clinical effects such as loss of consciousness or diabetic ketoacidosis. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included troubleshooting and user education. Investigation of this case revealed an insulin flow obstruction consistent with an occlusion that resolved after the supply change. It was concluded that the event was attributable to an insulin occlusion related to the infusion set and that the issue resolved with replacement, with no further adverse health effects reported.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.